Event description:
It was reported that the procedure was to treat an extremely tortuous distal left internal mammary artery (lima) to a left anterior descending (lad) artery. Pre-dilatation was performed with an unknown otw balloon catheter. A 2.25 x 15 mm xience xpedition stent delivery system (sds) could not cross the lesion and was being removed for additional pre-dilatation when the sds came flying out of the anatomy and fell to the floor at the end of the table. At that time it was observed that the stent was missing. The stent could not be found outside the patient. The sds stent and balloon were found in the very distal portion of the lesion. Several attempts were made to retrieve the balloon and stent with several different snare devices; however, the artery was so tortuous, they could not be removed. The patient was sent to surgery to remove the separated portion. There was a clinically significant delay in the procedure as it lasted over 3 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guidewires: balance middle weight (bmw), whisper, crossit, fielder xt. The bmw guide wire referenced is being filed under a separate medwatch MFR number. The reported patient effects of angina, occlusion, and myocardial infarction, are known patient effects that may be associated with use of this device, as listed in the xience xpedition, everolimus eluting coronary stent system electronic instructions for use. Review of the device lot history record found no nonconformances from this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the previously filed report, additional information was received that during the procedure, the xience xpedition stent delivery system became stuck in the vessel and was difficult to remove from the anatomy. After the sds was pulled back more firmly, the sds catheter retracted, but the stent and balloon remained in the anatomy. The balloon remained inside the stent. After attempts were made to snare the balloon and stent, there was a vessel dissection in the left internal mammary artery (lima). The patient had discomfort and st elevation during the (B)(6) 2014 procedure. The patient has been re-hospitalized twice for two heart attacks due to the stent and balloon that remain in the patient's vessel. Reportedly, the bottom part of the patient's heart has died due to the stent and balloon in the vessel. The patient has been unable to return to work since the procedure. The patient is not a surgical candidate. No additional information was provided.